Event description:
The customer reported via telephone call that the insulin pump was dropped in the toilet and had a blank screen. The screen did not return after the battery was changed. The blood glucose reading was 290 mg/dl. The customer also reported a keypad issue that occurred in january with a blood glucose as high as 400 mg/dl. The customer was unable to troubleshoot for the blank display or high blood glucose due to the blank display. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.